Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as red open sores on back under where the te pad and sensors are located from patient being bed ridden and electrodes digging into the skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician removed lifevest and bandaged wound as well as applied a cream for the open wound. Follow up indicated that the open wounds improved.